Event description:
It was reported that during the procedure, resistance was encountered when advancing the subject guidewire within a microcatheter and when it was retrieved the distal of the subject guidewire was found to be broken. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the procedure, resistance was encountered when advancing the subject guidewire within a microcatheter and when it was retrieved the distal of the subject guidewire was found to be broken. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the guidewire was returned in two fragments. The guidewire was noted to be kinked bent. The guidewire polytetrafluoroethylene (ptfe) coating was seen to be peeling from the proximal end of the guidewire. The proximal fragment was inspected and the nitinol tubing was broken/fractured with the core wire exposed and broken. The distal fragment was inspected and the nitinol tubing was seen to be broken. The core wire distal end was observed through the distal tip dome. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire difficult to advance could not be confirmed/replicated due to the damaged device; however, the analysis results are consistent with the reported event. The reported guidewire distal tip broken/fractured during use was confirmed based on the analysis of the returned device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared for use as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the tortuosity of the patient's anatomy was very meandering, the guidewire tip was shaped 45 degrees, the introducer was used when inserting the guidewire, the model and inner diameter of the microcatheter used in the procedure was unknown, and the broken guidewire was completely removed from the microcatheter and patient. The procedure was completed successfully using the same microcatheter and a non-stryker guidewire. Based on the analysis and information provided, it is probable that due to tortuous (meandering) anatomy, the guidewire experienced high tension and/or torsion forces during manipulation in the microcatheter that caused it to fracture at the distal end. An assignable cause of procedural factors will be assigned to the as reported and as analyzed 'guidewire distal tip broken/fractured during use', the as reported 'guidewire difficult to advance' as well as the as analyzed 'guidewire kinked/bent' since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. The ptfe coating damage most likely occurred as a result of interaction with an accessory device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer at an angle. An assignable cause of handling damage will be assigned to the as analyzed 'guidewire ptfe coating peeling' since this issue appears to be associated with handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.